Event description:
It was reported that there was an error code 41622, which generally indicates a system fault, often related to the optical disk and cam flex sensor. There was no patient involvement.

Manufacturer narrative:
D9: product received date 07-apr-2025 h3: one device was returned for repair. No relevant service history records were found. Error code 41622 was observed in the event history log. Visual and functional testing was performed and confirmed the reported issue. The cam flex sensor was replaced to address this issue. The device passed all testing criteria post repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an error code 41622. No additional information provided.